Manufacturer narrative:
The customer¿s experience of being unable to program the pump was not confirmed due to the limited details that were provided regarding the reported event, however the pcu event log does show the user having an issue with programming at 11:18 pm on (B)(6) 2018. The pcu event log shows pump module s/n (B)(4) was last programmed to infuse a primary infusion of 0.9% normal saline (drugid 71) at a rate of 10ml/hr. This drug was also infusing on another pump module at the time. The pump module was also last programmed to infuse a basic secondary infusion at 499ml/hr. At 11:18 pm, the user channeled off the device. At 11:19 pm and 11:23 pm, the user selected the device and selected restore. This restored the primary infusion of 0.9% normal saline (drugid 71) and the screen displayed the guardrails warning ¿0.9% normal saline is infusing on channel x. Proceed?¿ both times the user does not complete the programming and the user channels the device off. These two events at 11:19 pm and 11:23 pm were the only instances where it appeared that the user was ¿unable to program the pump.¿

Event description:
The customer reported unable to program pump. There was no report of patient harm.